Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (05/19/2015). The patient¿s test strips have been returned on 3/5/2015 and evaluated by lifescan product analysis on 5/5/2015 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging inaccurate high result(s) compared to another meter. The reporter claimed obtaining blood glucose readings of 125 and 133 mg/dl with the subject meter and 88 mg/dl with another meter (true test), within 30 minutes. This complaint is being reported because, it does not meet lifescan¿s accuracy criteria. The alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.